Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. Advised to exchange the gds module. The customer was informed that the device was out of warranty. The customer contacted 3rd party for repair. No repairs were completed by the pse as the customer declined service and repair due to the device being out of warranty. No parts replaced. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device is displaying low tidal volume. The customer reported there was no patient involvement at the time the issue was discovered.